Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the meditech was not communicating with pyxis es. A technical support specialist ran the site down query on the server, checked the current patient list in the es graphical user interface, and attempted to confirm with the customer whether the issue was still ongoing. However, there was no response from the customer and so the case was closed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, meditech was not communicating with pyxis es. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.